Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised for unknown reasons. Update: (B)(4) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2008 (left hip). Litigation papers allege severe and persistent pain and discomfort, weakness, decreased range of motion, sensation of misalignment, a burning sensation, clicking, popping, snapping noises. Additionally it is alleged the patient has elevated metal ion levels. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.